Event description:
The reporter called and alleged a discrepant result when compared to the lab. The reported device result/lab inr was 2.9/1.7. No treatment was given to the pt. The device was replaced and requested to be returned for eval.